Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare reporter (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had impedances of 2270 ohms on c & 0, 2488 ohms on c & 3, and 37 ohms on 1 & 2. Contacts 1 & 2 seemed to be out of range. The patient was programmed on 0 & 2. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the hcp via the rep, reporting that the cause of the out of range impedances remained unknown. The rep reported that the impedances gathered by the hcp during the patient's post-op/wound check was similar to the previously reported impedances and the hcp was not concerned because the patient was reporting good therapy. The impedance issues were clarified as c<(>&<)>0: 2270 ohms, c <(>&<)>3: 2488 ohms, and 1<(>&<)>2: 37 ohms. No further patient complications have been reported as a result of this event.